Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Two devices involved in this event reported under : 1222780-2022-00064.

Event description:
It was reported that on (B)(6) a patient received a novasure procedure and it was reported that the device was bent upon removing from patient. The patient reported that she had to come back for additional procedures to fix ¨what was wrong ¨and that she went through a lot of physical pain due to that. Additional information the physician reported that there was no patient injury in the procedure, the first device was seated and passed all cia and at 15-20 seconds there was an alarm and the device was removed and was bent. A second device was attempted to be used and was also bent. The patient went home with no injuries. The patient later mentioned to the physician that she was experiencing bleeding and additional pain. No other information is available.